Event description:
A customer stated that the battery symbol is being displayed on the screen. It was explained to the customer that the unit needs new batteries. Batteries were replaced and the customer stated that the "units display" segment is missing. A request was made to return the unit for evaluation. In the meantime a replacement unit is being provided.